Event description:
This is the first of 2 reports (same user facility, same product ID, same adverse event of laceration, similar product problem, different product lot code, different patients). The surgeon had the patient pinned at 60lbs, and then all of a sudden it "popped" to 40lbs. The pediatric patient was lacerated by the movement of the clamp/pins. Additional information was requested and on 03/16/2015, the following was provided by the customer: on (B)(6) 2015, a (B)(6) male underwent a craniotomy for a brain tumor. The mayfield skull clamp was placed on the patient while in a supine position. Then, the patient was turned into the prone position with the skull clamp in place. Stereotaxy (medtronic s7) was used during the procedure. The mayfield was in use for approximately 30 minutes when the stereotactic guidance showed the patient's head position had changed. The patient was taken out of the skull clamp and repositioned on to a mayfield horseshoe. Two lacerations from the pins (product ID: a1072, lot number not provided) were stapled by the surgeon. The pins and the packaging were disposed of by the customer. The surgery continued without further incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not be received for evaluation. An investigation has been initiated based upon the reported information.